Event description:
Device complications: shaft separation. Time of complication: during the procedure. Symptoms: none. During the procedure, after a balloon inflatio of 8 atms, the device caught on the guide wire and both had to be removed as one system. It was noted that the device shaft had separated into two pieces. There was no reported pt injury and no intervention was necessary.